Manufacturer narrative:
Follow up was performed by remote service personnel which included communication with the hospital's equipment department. The customer was able to confirm that replacing the fetal heart probe resolved the issue; however, the product information for the probe was not available. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective fetal transducer. The issue was resolved by replacing the transducer and fetal monitor is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. E1: (B)(6).

Event description:
Philips received a complaint on an avalon fm20 fetal monitor indicating that during a fetal heart monitoring procedure, the nurse noted there was significant noise and the fetal heart rate appeared to be as high as 200 beats per minute. The device was in use on a patient at time of event, there was no adverse event reported.